Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation results: no device return. Complaint could not be determined. No results available since no evaluation determined. Evaluation conclusion: no device evaluation. Unable to confirm complaint. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use a pacific xtreme balloon to treat a lesion in the sfa of a patient. It was reported that during balloon inflation, the balloon of the catheter burst and part of the balloon material remained in the patient. The physician was able to snare the balloon material and remove from the patient. No other clinical sequelae were reported for this event.